Event description:
Underdose. Device history record was reviewed, no event linked to the reported issue was observed. "Device log reviewed events before 21-02 at 04:10. The device has been unused between 20:27 and 01:43 (time of log, including gap of 13 hours). At 01:43, the device is switched on, and infusion is started @ 20 ml/h, but stopped after 4 minutes by an occlusion alarm. The device is switched off at 01:50. At 01:53, the device is switched on and infusion is started @ 70 ml/h, but stopped 1 minute after by user and the device is switched off in same minute. Last action, at 01:54, the device is switched on again, but no infusion is started. The device is switched off at 02:04, without infused volume. Device log review does not confirm the reported event. The device was sent to brézins for investigation. In normal use, there is only one case possible and authorized for the device to auto-switch off that is 5 minutes after battery alarm (previously indicated with sound and visual pre-alarm, and with sound and visual alarm). However, events of battery status are also recorded in history log. In this case, no use on battery was recorded. Therefore, this scenario does not apply in this event. From log analysis, the event cannot be confirmed and there is no evidence of alarm not being attended by the user. Several functional tests were carried out (including flowrate, air detection, alarm sound and visual), and all were compliant with IFU specifications. No switch off or unexpected event occured during testing. Comparison between volumes recorded in log and calculated volumes was performed and calculated volumes correspond at recorded volumes. However, it was noticed during investigation that display was very low therefore lcd board will require replacement. This is not linked to the reported event. This issue is known and CAPA was opened and investigation concluded in a root cause linked to a supplier issue seen after component ageing. The reported events could not be reproduced and the device performed as expected.

Event description:
Underdose.